Event description:
It was reported that the right ventricular (rv) lead had intermittent t-wave oversensing (twos) during check. The sensitivity was adjusted to fix the twos. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419388 implantable pacing lead (B)(6) 2007; 507645 implantable pacing lead (B)(6) 2007. (B)(4).